Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the chassis portion that aligns the red latch with the latch catch was broken. A field service engineer inspected the medstation and confirmed the broken chassis. Since the replacement part was not in trunk stock, the engineer swapped the matrix drawer from a training station into the medication room station as a temporary solution. Later, the engineer returned with a replacement matrix drawer, installed it, and verified its operation through the medication application and inventory count, confirming full functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 1 failed to close. After removal of jammed tablet inside the drawer, user was unable to recover it. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.